Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2017 with the following findings: a review of the pump history showed the pump was suspended on the date of the reported suspend issue. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours without suspending. The pump was suspended for testing and the pump gave the appropriate audio and visual suspend alert. No difficulty suspending or resuming delivery occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (suspend) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.